Manufacturer narrative:
Per visual inspection: unit was received with attached injection button. No physical damage to cartridge holder or inpen front and back shell was noted. However, missing injection foot was noted. Unit paired successfully to commercial app. Inpen received with leadscrew 1/4 of the travel. Multiple dose deliveries were performed, dose knob and injection button functioned properly, however unable to perform baseline and wireless functionality, displacement dose accuracy, leadscrew reset torque test due to missing injection foot. Inpen passed front cap investigation. In conclusion: unable to verify customer's concern for difficult to dial/dose. Unit was received with dose knob injection button properly functioning. Inpen received with injection foot missing. This can affect insulin delivery. No other physical damage noted during visual inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced difficult to dial/dose, damage (physical or cosmetic). The customer reported no adverse event. The event involved product(s) mmt-105nngyna. Troubleshooting was performed. Customer reports dose button was damaged, and dose knob/dial was difficult to turn. Inpen replacement initiated. No harm requiring medical intervention was reported. Mmt-105nngyna was requested and customer response was the device will be returned. The customer will discontinue the use of the device.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.